Manufacturer narrative:
Date of event is unknown, used the fist date of the aware month.

Event description:
It was reported that the patient was scheduled for a revision surgery of the inflatable penile prosthesis (ipp) reservoir component as it had herniated/migrated from his abdomen into his scrotum. The physician indicated the reservoir will be moved into the space of retzius. The ipp was removed and malleable penile prosthesis was implanted.